Event description:
It was reported that the ilet pump housing split such that the screen separated from the back of the pump, and a replacement was arranged after verification of the serial number and user details; the user reported that blood glucose was not affected and was advised on shutdown procedure, data syncing, and continued cgm use. Symptoms included no adverse clinical effects. Outcomes included no interruption of diabetes management and planned device replacement. Investigation included complaint intake review and user guidance on device shutdown and return. Investigation of this case revealed a device structural integrity issue consistent with a cracked or delaminated screen assembly and separated enclosure components. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the pump enclosure and display assembly.